Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing broke during use and the tubing had blood all over it. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke and leaked during use was not confirmed. Visual inspection showed no breakage or disconnections. Functional and pressure testing was performed; no leaking or other issues were observed. All components, tubing, and connections were manipulated; all connections remained intact with no disconnections observed. The root cause of the reported breakage and leaking was not identified.